Event description:
It was reported that during a hepatectomy procedure, the tissue pad was broken soon after the procedure began. No patient consequences were reported.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.